Manufacturer narrative:
Other: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 64, gender- female(male-25, female-39), age- 57 years diagnosis: degenerative disease (61 patient), failed fusion (2 patients), deformity (1 patient). It was reported in the clinical titled ¿divergencetm anterior cervical fusion system: stand-alone interbody cage" that that patient suffered from various aes, breakdown of aes and patient numbers per analysis group is mentioned below. Degenerative disease events related to spine fusion procedures: adjacent segment changes (5), pseudarthrosis (2) events related to anterior cervical surgery: dysphagia (9), dysphonia (4) events related to continued pain of the upper body: the majority of aes reported were related to continuation of general-, upper back-, upper extremity-, neck-, face-, or head- pain, stiffness, spasms, or paresthesia. Other aes: occipital neuralgia (1), cough (1), decreased peripheral vision (2), weakness (2), chest pain (2), falls (7), balance issues (2) these aes are not anticipated to be device-related, but they may be related to undergoing an anterior cervical spine procedure and/or general surgery. Failed fusion events related to continued pain of the upper body: head pain (1), upper extremity pain (1), back pain (general) (1) apart from these following are the adverse events which were also observed in the patients: car accident, carpal tunnel surgery, carpal tunnel syndrome, cervical degenerative disease, depression, ent surgery, foot drop, headache, jaw pain, jaw paresthesia, leukemia, lower extremity pain, lower extremity paresthesia, lower extremity radiculopathy, lower extremity stiffness, lumbar degenerative disease, lumbar spine surgery, multiple sclerosis, muscle spasm, neck pain, neck spasm, neck stiffness nerve neuropathy, new or worsening pain, pectoral release surgery, shoulder surgery, tactile hyperesthesia, upper back/extremity spasms, upper extremity paresthesia, upper extremity radiculopathy, upper extremity stiffness, upper extremity weakness, urinary incontinence conclusion: of the 61 patients in the degenerative disease evidence group, 19 patients had fusion status reported. Of these 19 patients, 18 were recorded as having a successful fusion. Divergence sa in and of itself does not cause fusion, but it is used to maintain disc height, stabilize the index level(s), and hold graft-material in order to aid the fusion process. Of the 65 patients included in this report, there were no reported serious aes, hardware failures, or revision surgeries. Other reported aes were known complications of cervical spine surgery, general surgery, or were likely unrelated to the spine surgical procedure. Overall, the results from this retrospective observational database study indicate that the device performed as intended with low failure rate, and no new or emerging risks were identified.